Manufacturer narrative:
Additional manufacturer narrative: emdr section h6: codes have been added/updated to reflect the extent of the investigation performed. Code c19 - the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. The explanted device was reportedly discarded. Therefore, an explant evaluation could not be performed. This complaint was initiated based on information received from the field. Neither images enabling direct assessment of product performance nor the product itself, which remains implanted, were returned for evaluation. Therefore the cause of the reported occurrence of thrombosis and thromboembolism could not be independently confirmed during the investigation. The explanted device was discarded at the facility, therefore the findings reported by the corresponding author "macroscopic evaluation of the explanted device found no obvious endothelialization defects or wireframe fracture" could neither be independently confirmed nor refuted by gore explant scientists. The available information reported does not reasonably suggest a potential malfunction has occurred. Reported thromboembolic events resulting in clinical sequelae represent a known complication or adverse event that can occur when using septal occluders and can arise as a result of a multitude of factors, including post-operative treatment regimen and patient-related risk factors. No allegation of device malfunction was indicated with respect to device performance. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. According to the gore® cardioform septal occluder instructions for use (IFU), adverse events associated with the use of the occluder may include, but are not limited to: thrombosis or thromboembolic event resulting in clinical sequelae.

Event description:
Out of those three patients, patient# 2, an otherwise healthy 15 year old, underwent closure of an asd on (B)(6) 2016 with a defect size of 7 x 9 mm. On (B)(6) 2018, transesophageal echocardiography identified a large and mobile thrombus measuring 13 × 14 mm at the left atrial disc of the device. It was reported to gore that thrombus formation on the implanted gore® cardioform septal occluder was considered a highly likely cause for the patient experiencing new-onset neurologic impairments/ m2 medial cerebral artery branch embolism.

Manufacturer narrative:
The following article was reviewed: kramer, p., opgen-rhein, b.; berger, f.; nordmeyer j., "left atrial disc device thrombosis after atrial defect closure with the gore® cardioform septal occluder: a case series¿, catheter cardiovasc interv., 2023;1¿5. Doi: 10.1002/ccd.30747. Published date: 2023 jun 14. D6a, if implanted, give date: the article does not provide the date of implant. The best estimate of an implant date range according to the article appears to be 01-jan-2016 to 31-dec-2022. D6b, if explanted, give date: the article does not provide the date of explant. The best estimate of an explant date range according to the article stating "approximately 2.5 years" appears to be 01-may-2018 to 31-dec-2022. H3, code "other" - the device was reportedly explanted and the location of the device is unknown. Therefore, an explant evaluation cannot be performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following article was reviewed: kramer, p., opgen-rhein, b.; berger, f.; nordmeyer j., "left atrial disc device thrombosis after atrial defect closure with the gore® cardioform septal occluder: a case series¿, catheter cardiovasc interv., 2023;1¿5. Doi: 10.1002/ccd.30747. Published date: 2023 jun 14. The article reports on a single institution experience of left atrial device thrombosis post atrial defect closures. Between 2016 and 2022, a total of 521 patients were treated for patent foramen ovale (pfo) and atrial septal defect (asd) conditions. 74 patients were treated with the gore® cardioform septal occluder. Three patients presented with a device thrombosis between 2 months and 2.5 years during the follow-up period. Out of those three patients, patient# 2, an otherwise healthy 15 year old, underwent closure of an asd measuring 7 x 9 mm. About 2.5 years post asd closure, the patient presented with new-onset neurological symptoms. At that time, the patient was not under antithrombotic therapy as antiplatelet medication had been discontinued 6 months after asd closure. Both cerebral computed tomography (CT) and magnetic resonance imaging (MRI) confirmed a subacute embolism of the m2 medial cerebral artery branch. Additionally, transesophageal echocardiography identified a large and mobile thrombus measuring 13 × 14 mm at the left atrial disc of the device. The device with the thrombus was subsequently explanted and the atrial septum was closed with a patch. Reportedly, a macroscopic evaluation of the explanted device found no obvious endothelialization defects or wireframe fracture, and secondary diagnostics on thrombophilia / hypercoagulability were negative. Residual neurological symptoms were reported to have been mild and regressing.